Event description:
The complainant reported that a 62-year-old male was implanted with an impella cp for mechanical circulatory support. After the impella was placed, flows decreased and impella was noted to be back into the aorta. The impella appeared kinked near the outlet, therefore the pump was removed and a new one was successfully placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of the low pump flow was a cannula kink likely due to interaction with tavr.